Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (misaligned) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/02/2015-product analysis:the device was returned and evaluated by product analysis on 08/12/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. The display was found to be properly aligned within the pump.